Event description:
False positive result from ellume at home kit. Followed up with pcr which was negative. Did at home rapid which was a false positive. Now I see FDA says issue. Would like refund for "our" test. FDA safety report ID # (B)(4).